Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all pockets in auxiliary drawer had multiple instances of duplicate serial numbers. A field service engineer replaced the retractor band, swapped the controller board, replaced and configured the drawer, recovered each one to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the drawer 7 was failed and not being detected. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.